Event description:
It was reported that during pacemaker implant on (B)(6) 2021, the physician had some difficulty with use of a cable which caused asystoles in the patient. The patient had an electrolyte dysfunction, causing cardiac arrest and requiring resuscitation maneuvers. The condition was reversed and the physician was able to complete the implant of the device. Post-procedure the patient condition was fine.